Manufacturer narrative:
H2: a1, b5 and h6.

Event description:
Additional information was received that there was no patient involvement. The issue was discovered during testing and the event date is unknown.

Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis. Event log history was performed and indicated that high pressure alarm messages were recorded in history. During analysis, the customer's reported problem was unable to be duplicated. No problem was found with the "double beep no cassette" issue during the investigation. It was also noted that fluid ingressions were found on the pump by the chassis base of the occlusion sensors. The "double beep no cassette" issue was possibly caused by fluid ingressions. Service recommended downstream occlusion sensor and upstream occlusion sensor to be replaced due to the fluid ingressions. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited double beep for no cassette. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.